Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. Bg value was not provided. Reportedly, the customer forgot to bolus after eating causing the customer's bg to rise; consequently, a correction bolus was administered by the pump that caused the customer's blood glucose to lower. Reportedly, the pump paused insulin delivery; however, the customer became unconscious and experienced seizures. The customer was then hospitalized. No additional information or event details on treatment and hospitalization were provided.